Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. All drive system passed including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected no delivery / occlusion anomalies noted. Unit passed self-test. Active current measurement within specifications. However, sleep current measurement was high due to moisture damage at electronics assembly. The history was download successfully using thump software. Detailed trace analysis confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files related to power loss alarm on 01/27/2025 07:26:53:000 pm due to moisture damage on electronics assembly. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, motor, and battery tube. Unit received with fading display window cover, cracked battery tube threads and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for blank display anomalies. All drive system passed including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected no delivery / occlusion anomalies noted. Unit received with high sleep current measurement power loss alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received no delivery alerts and on occasion would also randomly shut off. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was not performed for the insulin flow blocked alarm and blank display. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical.